Event description:
It was reported that the patient was having a return of symptoms and did not feel stim. The patient was experiencing a loss of therapeutic effect. This issue began yesterday. The patient went to the bathroom 3-4 times and was no longer feeling stim. Patient services assisted the patient with troubleshooting over the phone. The patient uses antenna. The patient first sees patient programmer batteries low screen. The patient changed batteries and was able to connect. The patient was on program 3- 0.65v. Patient services walked the patient through turning stim up. Patient services suggested staying on program 3- 0.75v for the next few days and monitoring symptoms. Additional information from the healthcare provider noted that they had not seen the patient since this reported issue. They will have the patient come in for an appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0pzyc, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).